Event description:
Totally occluded coronary artery unable to pass regular interventional wire or other wire. Attempted passage of suspect wire resulted in fracture of wire. Tip of wire remains in coronary artery.